Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they had been experiencing shocking sensations from the ins(s), so they had met with a manufacturer representative (rep) to have the implants tested. Patient could not recall how long ago the issue began but said they started working with their rep about 3 weeks ago. Patient reported the implant was "shocking the hell out of them, with jolts." Patient stated they didn't know which implant was responsible for the shocking, but it went up to their shoulder and made them want to jump because of the discharging power. Patient mentioned they had about a week and a half until their next recharging session (agent understood for their implants). The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that the rep was made aware on 12/10 that the patient described an increase in stimulation with some position changes. The diagnostics/ troubleshooting done for the shocking sensation was adaptive stim setting adjusted. They were too high in the recline and lying back positions. The issue was resolved. Additional information was received from a patient (pt). It was reported that hey were experiencing a shocking sensation with both of their implants. Patient stated the issue had been going on for quite a while and late in the last year it started getting worse. Patient tried reaching out to their manufacturer representative (rep) but they were not able to get a hold of the representative. The patient was redirected to their healthcare provider to further address the issue. Agent emailed patient physician listings.